Manufacturer narrative:
One sample was returned eval of the sample showed the following results: the sample was examined and no metal particles were present on the knife. A lot history search could not be done because of the info that was provided. Based on the results of the product eval, there is insufficient info to determine if a malfunction of the device occurred. The root cause for the metal particles experienced by the customer is unk. (B)(4).

Event description:
An operating room mgr reported metal particles were noted in the eye after using the knife. Pt impact is unk. Multiple attempts have been made to retrieve add'l info but none has been received to date.